Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2017 and mesh was implanted. The patient experienced mesh erosion into the vagina, foreign body response, pain, voiding dysfunction, inability to have intercourse, neuromuscular problems in the groin/pelvic area, pudendal neuralgia, obturator nerve/muscle issues, urge incontinence, vaginal scarring and constipation/defecation dysfunction. The patient has been under pain management, has had pudendal and obturator nerve blocks, has been prescribed opioids and is on anticoagulants. The patient suffers from ptsd post-surgery and is unable to exercise. The mesh remains implanted. No additional information is available.